Event description:
It was reported that the pt underwent a posterior spinal procedure. It was reported that during the surgery, the tip of the driver broke. No pt complications were reported.

Manufacturer narrative:
(B)(4): the driver was returned for eval. Visually confirmed driver shaft is broken; crack appears to have initiated at stress relief fillets. Fracture surface partially damaged at possible fracture initiation site. Microscopic exam of fracture revealed fairly brittle fracture with angulated surface, suggesting a torsional component. River lines indicating the crack may have initiated at the fillets, which propagated around bend of driver until ultimate fracture. A review of the device history records did not identify any applicable nonconformance to specification.